Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, 598 mg/dl, 578 mg/dl, 67 mg/dl, and 73 mg/dl on aviva system 1, 67 mg/dl, and 557 mg/dl on aviva system 2 within 10 minutes. The same vial of strips was used in both meters. No adverse event was reported. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.